Event description:
Tubing broke off of biopsy needle. It was not broken out of the package. The needle needs to be initialized before the procedure and that would not have initialized if it had been broken. Rn believes it broke during the procedure.what was the original intended procedure?breast biopsy.device #1is this a laboratory device or laboratory test?no.